Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During the procedure, it was observed that the device did not unfold correctly and it had one of its side bent and took form of cobra deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The delivery system was reported to be too tight to advance the occluder through the delivery sheath. The procedure was completed using a new 22mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.